Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient appeared in the clinic for equipment maintenance and to replace the emergency backup battery (ebb). When attempting to change the ebb, the entire set of wires and all came out of the back of the controller. No alarms present during the event. The patients' controller and modular cable were subsequently exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery ribbon cable disconnecting from the system controller was confirmed via testing of the returned heartmate ii system controller. The heartmate ii system controller was returned for analysis with the ribbon cable detached from the main print circuit board assembly (pcba). The ribbon cable connection on the pcba was inspected and revealed that the plastic bracket securing the ribbon cable had been broken off. The ribbon cable was replaced with a test component and affixed using clear tape to complete testing. The controller passed all tests without issue or alarms. The controller was connected to a mock circulatory loop for an extended duration and was able to support the system without issue or alarms. No further testing was performed. The downloaded log files revealed a yellow wrench alarm captured on (B)(6) 2025 at 10:48:42 and associated with a backup battery not installed fault. This finding is consistent with the reported event. The driveline was disconnected at 10:48:43 on (B)(6) 2025, consistent with the reported controller exchange. There were no other notable alarms active in the log file. Provided information indicated that the patient appeared in the clinic for equipment maintenance and to replace the backup battery. When attempting to change the backup battery, the entire set of wires and all came out of the back of the controller. A root cause for the reported event could not be conclusively determined though this investigation. Incidental findings: a self-test was attempted; however, the button was unresponsive and a self test could not be performed. The user interface (ui) membrane was peeled off to reveal underlying circuitry. It was noted that the navigation (s1) button's metal contact had become slightly lifted which is consistent with the unresponsiveness prior observed. The metal contact was repositioned and the controller was able to self test without issue. The heartmate ii system controller was returned for analysis with damage to the power cable/strain relief. The power cable internal wires were tested for resistances. Of note, the blue wire (motor current out) in the black power cable and the yellow wire (alarm out) in the white power cable were observed to have elevated resistances consistent with routine wear and tear and/or the observed fluid ingress. It was noted that the resistance testing did not reveal any open loops. The power cables were removed, replaced with test power cables, and stripped revealing extensive fluid ingress in both power cables. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU with heartmate touch section 7 - ¿alarms and troubleshooting¿, explains how to properly interpret and troubleshoot backup battery fault alarms. The heartmate ii IFU, section 8 - ¿equipment storage and care¿, explains how to properly maintain the integrity of the system controller. The IFU cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.